Event description:
An office manager reported three pts with unexpected postoperative refractions following intraocular lens (iol) implant surgery. Additional info has been requested. This report is for the third of three pts.

Manufacturer narrative:
The product was not returned for analysis; device remains implanted. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Additional info was requested on 03/16/2009, 03/17/2009, 03/18/2009, and 03/23/2009 by phone, fax, and mail. A completed questionnaire has not been received. This report was mailed to FDA on: 04/15/2009.